Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies could be attributed to lag between the sg and bg inherent to sensing technology or calibrations entered during rapid glucose change. Customer care recommended that the user re-link their sensor to allow the system to reinitialize and converge faster. Post re-link, the calibrations entered fit sg trends well and the system was working within expectations. Per dms review, the user was using the system with up to date information.

Event description:
On (B)(6)2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.